Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed 'no inspiratory flow sensor'. There was no reported patient involvement.